Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt had lost stimulation coverage to her worst are of pain. The stimulation on the left side was not as strong as on her right side. Follow up identified the physician repositioned the lead on (B)(6) 2013. It was reported the pt was satisfied the stimulation coverage postoperative.